Event description:
It was reported that the procedure was to treat a distal left circumflex lesion. After pre-dilatation with a 2.0 x 08 mm balloon catheter, a 2.5 x 08 mm xience v stent was deployed at 14 atmospheres (atm). After the stent delivery system (sds) was withdrawn, a flow limiting dissection was observed proximal to the stent. A 2.25 x 12 mm xience v stent was deployed to cover the dissection. No additional info was provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU). Although, a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.